Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be determined through this investigation. Additionally, a direct cause of the reported infection could not be determined. The reported outer jacket damage of the driveline could not be confirmed. Review of the submitted log files confirmed multiple low speed events and pump stops. All of the observed events occurred while the device was operating on the power module. This investigation could not determine if the device was operating on an ungrounded patient cable or grounded patient cable. It was reported that the patient had multiple low speed events after a controller exchange. It was noted that there was a lot of rescue tape on the driveline. It was reported on (B)(6) 2020 that the patient presented to the center for a driveline debridement and low flow alarms and low speed advisories were noted on interrogation. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016 on order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement / flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Section 6 also outlines care instructions in reference to preventing infection. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported that the patient was in the operating room for a driveline debridement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report #2916596-2020-03667. It was reported that the patient had low speed limits after a controller exchange and rescue tape on his driveline. After an equipment check the patient's primary controller was found to need replacement due to the bend relief damage and the screen discoloration.